Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence. The trial began (B)(6) 2021. It was reported that they were out of it the day prior. They also stated they had trouble, they couldn't urinate and they drank 6 bottles of water and a cup of coffee; they put everything in. They went just before they left there, then slept through the night. They said they had diarrhea the day prior which was something new, they hadn't had that before. They had always had logs, as they called them. They had diarrhea the day of report, it was very thin and watery. Contributing factors, actions/interventions, and resolution were unknown. Additional information was received. The patient reported they had not collected data as they had slept most of the day, they were out of it. They later reported the lead had become dislodged from their body.